Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by 4 mm. It was noted that the shaft of the device was kinked at several locations along its length. During a functional analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that a review and analysis of all available information failed to indicate a root cause or probable root cause. Therefore, the most probable root cause classification is undeterminable.

Manufacturer narrative:
(B)(4) for the reported issue of shaft fractured. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was attempted to be implanted within the esophagus of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, during the procedure, the shaft of the device fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. **additional information received since february 19, 2013** according to the complainant, the patient anatomy was not noted to be tortuous. The patient's anatomy was dilated prior to the stent placement. During the procedure, the shaft of the device bent and the stent was not able to be deployed at all. The device did not separate into two pieces and no part of the device fell into the patient.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was attempted to be implanted within the esophagus of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, during the procedure, the shaft of the device fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.